Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's sister called requesting a replacement insulin pump due to unexplained high blood glucose levels. The caller was not interested in troubleshooting, and just wanted the insulin pump replaced. The caller stated that the customer did not have a back up plan, and will be going to the emergency room for treatment. The sister later called to report that the customer was taken to the emergency room with a blood glucose reading of 403 mg/dl and extreme thirst. It was reported that the insulin pump was also alarming no delivery. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.